Manufacturer narrative:
(B) (4) (pseudoarthrosis) - (B) (4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent anterior lumbar interbody fusion surgery on levels l5-s1 using a cage. The patient underwent revision surgery using rods and screws due to non-union. No additional patient complications were reported.